Event description:
It was reported that md was inserting his first stimulating catheter. He first found femoral nerve with stimulating needle and obtained stimulation in patella at .5 milliamps. Md then inserted catheter and lost stimulation. After manipulating a few times, he removed catheter to make sure it was intact. At which time, another md was called and he opened a new kit. He again achieved stimulation of patella & was able to insert catheter. After procedure was completed, second md noticed a piece of polyurethane was missing from catheter first md attempted to insert. He alerted orthopedic surgeon who was able to remove the piece during surgery. There were no pt complications. A follow-up report will be filed if more info becomes available.